Manufacturer narrative:
Technician found hi-low brake was contaminated with dirt and oil. He cleaned hi-low brake to resolve. No alleged injuries.

Event description:
Technician alleged the bed had hi-low drift.